Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a failure to alarm event. Per report, while infusing 100ml of antibiotic an air bubble was noted. The air bubble went up about an inch and back down and the device did not alarm. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a failure to alarm event. Per report, while infusing 100ml of antibiotic an air bubble was noted. The air bubble went up about an inch and back down and the device did not alarm. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.